Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 1 of 3. Per home patient (hp), she had disconnected in dwell cycle and the hc was alarming. The hp then reconnected after the alarm. The technical service representative (tsr) explained the alarm to the hp and assisted to clear the alarm. The hp would call the nurse and finish with manual bag. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the nurse regarding the alarm, it was revealed that the nurse was not aware of the problem. Baxter informed the nurse that the alarm was caused due to a use error, and advised the nurse to follow up with the hp for re-training. The nurse would follow up with the hp. No further information was provided. There was no injury or medical intervention reported.